Manufacturer narrative:
No device was returned for investigation. If product is received, the product will be examined and reported.

Event description:
It was reported that there is mold in the water well and rust on the bottom. No additional information.

Event description:
Additional information was received which stated the unit was found in storage. No patient was involved.

Manufacturer narrative:
Labeled for single use.